Event description:
Customer returned with their orthopat machine to haemonetics without report of any damage. No contact was listed. Upon receipt the device was noted to fail the battery test and have a blood spill in the centrifuge. No injury or reaction was reported.

Manufacturer narrative:
Customer returned their orthopat machine to haemonetics without report of any damage. No contact was listed. Upon receipt the device was noted to fail the battery test and have a blood spill in the centrifuge. No injury or reaction was reported. Evaluation confirmed the blood spill in the centrifuge. This report reflects a product issue identified during a retrospective review of service records. No patient or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4). These actions have been communicated to the FDA and under 21 usc 360i(f). (B)(4).